Manufacturer narrative:
Initial reporter; occupation: non-healthcare professional. Investigation evaluation: our evaluation of the product said to be involved confirmed the detached wire guide coating. The wire guide was returned without the associated sphincterotome. During a visual examination of the wire guide, damage was observed at the distal end. A section of wire guide coating approximately 3.2cm long detached from the distal end of the wire guide causing the coil spring to unravel and exposing bare core wire. The detached portion of wire guide coating is hanging from the unraveled coil spring at the distal tip of the device. Due to the condition of the returned device it cannot be determined if any sections of the coating are missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The instructions for use instruct the user to do the following: "for best results, wire guide should be kept wet." Failure to flush the wire guide can result in damage to the wire guide. If additional pressure is applied to the wire guide and/or accessory device(s) while moving the wire guide inside the accessory device(s), this could contribute to wire guide coating damage. Prior to distribution, all fusion omni-tome pre-loaded sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography, the physician used a cook fusion omni-tome pre-loaded sphincterotome. The wire guide, while being stripped [zip exchanged] by the technician, was not put out of the sphincterotome [did not come out]. The wire was frayed. The procedure was completed with another fusion omni-tome. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.